Event description:
It was reported that during an attempted implant the right ventricular (rv) lead exhibited high threshold and high impedance. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).